Event description:
A patient underwent uneventful cataract surgery in the left eye; there were no breaks in sterile technique. One-day postoperatively the patient presented with suspected endophthalmitis. The result of the culture showed no fungal or bacterial growth, and a diagnosis of inflammatory reaction was made. The patient responded to treatment with topical antibiotics, steroids, and anti-inflammatories. The patient has fully recovered.

Manufacturer narrative:
The lot has been tested, and it has been found in compliance with written specifications for analytical, biological and microbiological testing. The root cause of the inflammation is unknown.